Event description:
It was reported that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance and high threshold. The lead was explanted and replaced. The patient was stable.